Event description:
Customer reported that the drive support cap did not fit correctly. The blood glucose reading was 412 mg/dl. She treated with manual injection. Customer was unsure of how the drive support cap became damaged. She stated that on the last day of the infusion set, the blood glucose elevated. She also reported a no delivery alarm. She found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. She stated that the basal rate and bolus wizard settings were correct. Customer was unable to perform a high pressure test. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test, off no power test, restart error test, basic occlusion test, occlusion test, prime test and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The low reservoir alarm functioned properly during testing. No unexpected low battery alarm was noted. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.